Event description:
It was reported that the pt had a catheter presenting with low flow rates. As a result, the catheter was exchanged for the pt. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.